Event description:
A complaint was received from the spouse of a glucometer dex user. They state that the "units position" is missing. They stated that for example a 201 would read 20 mg/dl. While on the phone a review of the system was conducted. Electronic checks were satisfactory and all of the digits within the display were satisfactory. However, because the customer was concerned about the system it will be returned for evaluation. In the meantime, replacement unit is being provided.